Event description:
The patient was enrolled in the heal-laa clinical study post implant on (B)(6) 2023 with patient identifier (B)(6). It was reported that a thrombosis occurred. Procedure summary: a left atrial appendage (laa) closure procedure was being performed (B)(6) 2023. During the procedure, two attempts were made at device placement. The first attempt involved a 24mm watchman flx pro laa closure device (lot # 31979996) with a double curve watchman fxd curve access system (was)(lot # 31949805). The activated clotting time (act) during this attempt was 141 seconds. During this attempt, the physician noticed a stringy, mobile clot on the tip of the wds after creating the flx ball. Aspiration was performed piror to removal of the was (lot # 31949805). The attempt was discontinued without deployment of the watchman flx pro laa closure device (lot # 31979996). The second attempt at device placement was performed with a 24mm watchman flx pro laa closure device (lot #31977695) with a double curve was (lot # 32024866). The act measured during this attempt was greater than 400 seconds. This attempt was successful, and the 24mm watchman flx pro laa closure device was implanted with a complete laa seal and deployed device diameter of 20mm. The patient was discharged with rivaroxaban on (B)(6) 2023. Patient status: no further patient complications were reported.